Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and therefore did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced. Effective therapy was established post-op.